Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment twice. Initially reported failing to transfer 3d scan, then reported failed central processing unit (cpu). The cpu was replaced. The navigation system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The computer was returned to the manufacturer for analysis. Investigation found the computer motherboard functionality is intermittent. Imaging system demo thoracic was loaded to the computer. Inside the application the mouse froze with hour glass. Phd diagnostics initially found the system serial number and completed. Systest could not find the serial number, instead it found "OEM". When the dupe process is initiated there is error: dupe control script failed. Message: "unable to retrieve computer serial number at /usr/local/bin/init_dupe. Line 114." The computer will not dupe. It has an unprogrammed dmi chip. The hardware investigation found that reported event was related a computer failure mode; motherboard malfunction. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported a failed 3d scan transfer with the navigation system during a procedure. During follow-up, it was reported to have occurred every time a 3d spin was taken. An incision was already made at the time the issue occurred. The surgeon opted to complete the procedure without the use of the navigation system. To resolve the issue the site restarted the navigation system every time after taking a 3d spin. There was no delay, the surgery was successfully completed as intended. There was no impact on patient outcome.